Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 44 mg/dl. Customer reported that they had a defective meter. Customer reported that they checked their blood glucose using meter and it was 317 mg/sl and they checked again and it was 138 mg/dl. Customer checked last night their blood glucose by using meter and it was 270 mg/dl. Customer tested with meter and used number to correct but when retested their blood glucose a little while later the number was drastically different. Customer declined to troubleshooting for low blood glucose. Customer reported that the it was determined the meter needs to replace. The insulin pump was not returned for analysis.